Event description:
It was reported that the patient underwent a shoulder replacement surgery. Post-op the patient reports having severe pain. Patient ID: (B)(6).

Manufacturer narrative:
The device will not be returned as it remains implanted. If additional information becomes available, it will be provided in a supplemental report. Device not explanted.